Event description:
Pain [pain]. Swelling in the knee that continued down to foot / size of the knee became huge [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 15-apr-2009 from a physician's office, via a sales representative, regarding a patient of unknown gender and age. The patient had a history of osteoarthritis of the knee. The patient received an unknown number of synvisc injection in unspecified knee(s) on unknown date(s). The reported synvisc lot number was w0824 with an expiration date of 9/2011. The patient experienced an "adverse event within the last day or two" after receiving synvisc that was "so severe that the patient was hospitalized and they had to scope the knee". Additional information was received on 17-apr-2009 from the physician, via the office manager, regarding a male patient. The patient experienced swelling in the knee that continued down to the foot and the size of the knee became huge. The patient was in severe pain and required hospitalization. The knee was aspirated and the fluid sent off for laboratory evaluation. The patient underwent surgery to "wash out the knee". No further information was provided. As of the date of receipt of this report, the patient's outcome was unknown. Additional information was received on 21-apr-2009 in the form of a qa investigation summary. The production and quality control documentation for lot number w0824, expiry date 09/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary - the production and quality documentation for lot number w0824, expiry date 09/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.